Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One medical image was provided and reviewed. An inferior vena cava filter placement was attempted from the neck. The legs of the filter failed to expand according to the report. A poor quality image is provided that shows a snap-shot image of a filter unexpanded. The positioning of the filter relative to the renal veins is impossible to determine based on the image, although there is some contrast visualized within the inferior vena cava that shows that the filter is above the iliac vein bifurcation. Based on the image review, the investigation is confirmed for failure to expand. A definitive root cause for the alleged failure to expand could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during vena cava filter placement procedure, the filter allegedly failed to expand after deployment. It was further reported that filter was removed using snare without any difficulty. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during vena cava filter placement procedure, the filter allegedly failed to expand after deployment. It was further reported that filter was removed using snare with out any difficulty. There was no reported patient injury.